Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However the device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. No insulin odor noted in reservoir tube. No moisture damage noted on electronic assembly or on motor.

Event description:
It was reporter that the customer was hospitalized due to high blood glucose of 600 mg/dl. The customer was nauseous. At the time of the phone call the customer's blood glucose was 380 mg/dl. There were 7 units of bolus delivered with the insulin pump. The customer was vomiting, dizzy, had a headache, lost balance and had foggy thinking. The customer was being treated with insulin drips. Troubleshooting was performed. The drive support cap of the insulin pump was recessed. In the alarm history there were low reservoir and no delivery alarms present. High pressure test passed. The infusion set was removed from the customer's body and the cannula was not bent. The insulin vial was cloudy and there was a smell of insulin in the reservoir housing. The customer stated that they were willing to continue the troubleshooting process but regardless of the outcome they wanted their insulin pump to be replaced. Nothing further was reported.